Manufacturer narrative:
Concomitant medical products: model: 5076-45, lead; implanted: (B)(4) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead was t-wave oversensing (twos) post pacing. Follow-up was conducted with the patient's clinic. The allied health professional (ahp) at the clinic was able to verify that reprogramming was completed. The ahp stated that the reprogramming did not completely eliminate the t-wave oversensing, but the it has been substantially reduced and that two remote transmission since the reprogramming both looked clear. The lead remains in use. No patient complications have been reported as a result of this event.